Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, after inserting and removing the ambient wand several times, the plastic insulation on the shaft was suddenly partially torn off. The plastic parts had to be removed with the help of a grasping forceps. The procedure was successfully completed with the same device. No delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned device shows the plastic insulation has been partially torn. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed. Factors that could have contributed to the reported event include: the device coming into contact with a hard (metallic) object. Improper insertion or removal from an apparatus or excessive force applied to the tip. No containment or corrective actions are recommended at this time.